Manufacturer narrative:
Explanted date: device was not explanted. Occupation: ir manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the post deployment bleeding as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning or incomplete tamping of the collagen sponge. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that post diagnostic angiogram after doing a pre-deployment confirmation of viability, the physician deployed the angio-seal device involved. A 6 french short sheath had been used as there was no intervention on this patient. There were no issues with the deployment itself and it was reported that everything went as expected and as per usual deployment. Once the physician had deployed the angio-seal, tamped the collagen down, and cut outstanding string; there was an immediate flow of blood from the artery as if the angio-seal had been deployed. Immediately pressure was held until hemostasis was achieved and the patient sent to post care. There were no issues reported with the patient, and the patient recovered appropriately. There were no issues with this patient post deployment. The blood loss was less than 250cc's. There was no patient injury or surgical intervention required. Additional information was received on 17 feb 2023: the patient was in stable condition, and the procedure was successful. No other devices were used with the angio-seal involved.